Event description:
It was reported from (B)(6) that prior to an unspecified surgical procedure it was observed that, when used with a battery device, the small battery drive device started running without any handling, smoke was blowing out of the handpiece device, and some ¿blizzards¿ had been seen. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. Concomitant med products: battery device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis.if information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate.h10 additional narrative:the actual device was returned for evaluation. Quality engineering evaluated the colibri handpiece device, and the reported condition that the device started running without any handling and was blowing smoke was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed visual inspection as it was received in optical used condition. It was noted that a very intense smell was noticed immediately when the device was unboxed. It was further noted that the housing was cracked close to the electronic control unit (ecu) locking screw and some dents were detected on the outside of the device. It was determined that the ecu had short circuited, and the device remained without any function. After dismantlement, the motor and ecu were tested separately. It was noted that the motor was running well, laterally the ecu showed an abnormal quantity of foreign substance, and the cables were melted right next to the ecu. Additionally, inside the gears more foreign substance could be detected and debris was found on the motor. It was determined that the most relevant root cause could be linked to improper reprocessing. The assignable root cause of these conditions was determined to be traced to environmental conditions. It was further determined that the most probable cause for the cracked housing was improper handling by the user (user error). A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.